Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade IV).

Event description:
Explanting physician reported left side capsular contracture baker grade IV and calcification diagnosed by mammography. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture and calcification was received on (B)(6). 2023, with lot number 2791705. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ calcification: observed white calcification in the surface of the shell additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported left side capsular contracture baker grade IV and calcification diagnosed by mammography. The device has been explanted and replaced.